Event description:
It was reported that this right ventricular (rv) lead was explanted 16 days after implant. An insulation break was discovered and surgical intervention was performed to explant. The same model was used as a replacement. At the time of the procedure no abnormal measurements were reported. If this event was to reoccur it could cause or contribute to serious deterioration in the health of the patient. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.